Event description:
It was reported that the patient presented via remote transmission. Upon review, the right atrial lead (ra) exhibited noise that was oversensed by the device. No intervention was performed. There were no patient consequences reported and the patient would continue to be monitored.